Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged grip ring at the proximal end inside the housing. A dislodged grip ring can potentially cause the instruments grips to not open and close properly. Additionally, the instrument was found to have a dislodged blade based on in-house testing. Visual inspection showed that the blade was extended 0.129" outside of the blade garage. There were no bio debris found at the instrument tip in the knife track. A review of system logs showed no blade exposed/jammed failure. Components adjacent to this dislodged blade did not show damage. The instrument failed self-check when installed on the system. The instrument was returned with an exposed blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.116". There were moderate bio debris found at the instrument tips. The dislodged blade was likely causing failure during initialization. There were no homing failures found in the logs.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument's jaws did not open. No fragment fell into the patient. The user completed the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to used and nothing was observed out of the ordinary.